Event description:
On (B)(6) 2024 the patient required a midline IV to be placed by a qualified interventional radiology registered nurse which was reported to have been inserted with no issues. On (B)(6) 2024, the patient's condition decompensated and she required an intensive care consult with additional oxygen need and vasopressors. A CT (computerized tomography) of the chest/abdomen/pelvis without contrast was ordered. In the reading there was noted to be a 'new linear metallic density within the right and left pulmonary arteries, favored to represent a foreign body such as a catheter or guidewire fragment'. A CT performed 3 days prior to the (B)(6) 2024 midline insertion did not show the foreign body.